Event description:
It was reported that an error appeared during power up of the programmer. The caller stated that the programmer had been sitting in a car. Technical support told the caller to let the programmer get to room temperature and try to turn it on again. The status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).